Manufacturer narrative:
Review of this complaint confirmed the event summary code selection and an investigation including a product history review was performed as required. The complaint device was not returned for investigation, however, picture(s) of the complaint device were provided and used for investigation. The investigation confirmed the reported condition. The probable cause of the event was not able to be determined. The investigation did not change the potential harm(s) identified. Complaint trending for this event will be performed per wi-000100100.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/5/2022, it was reported by a sales representative via sems that an ar-9811 apollorf mp90, aspirating ablator, 90°, multi-port had an issue. The metal cover, conductor behind where the conductor wire pulled out off the unit itself. Couldn't find the metal circle that sat on the tip of the ablator. Used and found during a case, no patient harm or adverse event due to faulty condition of the unit. Replaced with another ar-9811 and completed the case successfully. This was discovered during use with no impact to the patient. Additional information has been requested. On 10/6/2022, the sales representative reported the following information via phone: this event occurred during a shoulder scope procedure on (B)(6) 2022. The case lasted about 45 minutes, and after 30 minutes when the surgeon removed the ar-9811 apollorf mp90, aspirating ablator from the patient, the tip was gone. The conductor wire was sticking out of the ablator, a picture will be provided, and the device has been discarded by the facility. It was confirmed with an x-ray that no piece was inside the patient. Another ar-9811 apollorf mp90, aspirating ablator, 90°, multi-port, lot number unknown, was used to complete the case successfully with no impact to the patient.